Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Event description:
The customer reported a primary alarm failure. No patient involvement reported

Manufacturer narrative:
The customer returned cpu board was installed in an fi test ventilator. The ventilator was started up in normal ventilation and power cycled every 30 seconds for an hour. Cold spray and heat was applied to the cpu board during power cycling. No error other than the ones related to power up and shut down occurred. The alarm pv test was performed and passed. No failure was found.